Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to flattened esc buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The keys on the insulin pump were unresponsive. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.